Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision procedure was performed (B)(6) 2004 and another revision on (B)(6) 2008 due to pain, elevated metal ion levels, inflammation and complications with walking and stairs. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states: "material sensitivity reactions."and number 14 "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2012-002398 / 02402).